Event description:
1. Describe the event: the initial reporter complained of a discrepant high result for 1 patient tested for elecsys t4 on a cobas e 801 analytical unit. 2. Patient age range: asku, 3. Patient weight range: asku, 4. Patient sex breakdown: asku, 5. Patient race breakdown: asku, 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the investigation determined the event was due to a maintenance issue. 2. Summary of follow-up/corrective actions taken: the field service engineer (fse) found some water droplets hanging from the microbead stirring bar. Droplets hanging on the beads mixer paddle indicate that the draining of the wash station is insufficient. The fse found multiple contaminations in the analyzer. Following service maintenance, the issue was resolved. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.